Event description:
It was reported that the pump exhibited downstream occlusions. There was patient involvement, no patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D9 - product received date 9/23/2025. H3/h6 - test data. One device was received for evaluation for the complaint that the pump exhibited downstream occlusions. The review of event log found that multiple events of high alarm displayed from the dates of (B)(6) 2025. There was no 12-month service history during the review. The visual and functional testing was performed. The complaint could not be confirmed through the downstream occlusion test. The pump passed all testing criteria during performance verification testing.

Manufacturer narrative:
No sample was received for evaluation for the complaint that the pump exhibited downstream occlusions. The complaint not confirmed due to the device not being returned. The review of service history found that no previous repair was noted for the last 12 months. A probable root cause was unable to be determined as the device was not returned for evaluation.